Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 150 to 160 units of insulin, and the insulin gauge displayed 80 units of insulin. As the reported event had occurred in the past, tandem technical support was unable to perform troubleshooting to determine a possible cause of the fill estimate issue. There was no impact to the customer's blood glucose level.